Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and double capsule, and rupture. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and double capsule, and rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Observed various openings striated on posterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and double capsule, and rupture. The device has been explanted and replaced with a non-allergan device.